Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported the leadless pacemaker (lp) was unable to be interrogated after dislodgement. No interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-14199, the same issue was previously reported as 2017865-2025-14103.